Event description:
At 3 months from the primary, the patient came in reporting pain due to a loose cup and unstable hip and the cause is unknown. The surgeon revised the head, cup, screws, and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 01 july 2024. Lot 2109317: (B)(4) items manufactured and released on 21-sept-2021. Expiration date: 2026-09-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved in the event: batch review performed on 01 july 2024. Liner: mpact 01.32.3239hct flat pe hc liner 32/c (k103721) lot 2108134: (B)(4) items manufactured and released on 03-aug-2021. Expiration date: 2026-07-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Screws: mpact 01.43.0025 cancellous bone screw 6,5 l 25 (k200391) lot 2312899: (B)(4) items manufactured and released on 12-jul-2023. Expiration date: 2028-06-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: cocr 01.25.021 cocr ball head 12/14 32 size s -3.5 (k072857) lot 2306267: (B)(4) items manufactured and released on 01-jun-2023. Expiration date: 2028-05-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.